Manufacturer narrative:
Additional information: d4 (model, catalogue, lot, expiration date, UDI), d9, h3, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there were multiple dark colored particles on both sides of the patch, including serval shiny, metallic-like particles. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fine metal shavings were observed on a supple peri-guard. The product was kept in a jug of saline, as the instructions for use (IFU) suggest, before being handed to the surgeon in a sponge. This issue was discovered during an ascending aortic replacement cardiac procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.